Event description:
It was reported that the users observed about 20 minutes after start of a surgical procedure that the mounted vaporizer was already turned on and delivered volatile anesthetic to the patient unintendedly. Remark: dräger received a corresponding user facility report after initial closure of this complaint. The ufr contained an information that was not available before - the patient experienced a drop in blood pressure and, the users were administering medication to respond to that. No patient consequence have finally occurred from the event. Within the ufr the users were expressing concerns that the automatic system test of the anesthesia workstation is not able to detect if a mounted vaporizer is already turned on to deliver a certain concentration of anesthetic gas.

Manufacturer narrative:
The course of event and the contributing factors could be reconstructed as follows: one day prior to the event the device was subject to a dosage accuracy check performed by the local dräger s&s organization at the end of which it was obviously forgotten to set the dial back to "0" position. The inspection prior to the next use cycle performed by hospital staff did not detect that the vaporizer was set to deliver 8vol% of sevoflurane. This was detected about 20 minutes after start of the surgical procedure. The manufacturer concludes the following: the pre-use checkout procedure for the anesthesia workstation consists of an automatic system test and a manual checklist that is displayed on the screen when the corresponding user interaction is required. The user has to check the components as instructed in the check list on the screen and as described in the instructions for use. Amongst other items, the user has to check the vaporizers, that they are correctly locked, set to zero and adequately filled. By pressing the "start system test" key, the user confirms that the manual checklist has been processed correctly and completely. If the user had conscientiously followed the instructions in the manual checklist, the dosing position of the vaporizer was noticed before the automatic system test was started. The reported issue was caused by a use error in not following the instructions. Furthermore, the integrated patient gas measurement system of the anesthesia workstation allows a permanent overview regarding all relevant patient gas readings. Depending on the alarm limits set by the user, the device might alarm for e.g. Insp sev high. A set vaporizer concentration of 8vol% will be detected. Dräger was unable to determine why it took 20 minutes for the user to respond.